Event description:
The user facility reported a patient (unknown age, gender and race) in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. The cp optical had loss of the signal but, the team left the support ongoing for just under one day when then explanted. There was no harm or injury.

Manufacturer narrative:
The investigation into the optical signal issue has been completed. The root cause of the optical signal issue was not determined since no data logs were returned and the returned product was investigated but no abnormalities relative to optical signal issue were found during evaluation.